Event description:
Patient reported "severe pain and inflammation on the surgical site" via regulatory agency. This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "breast pain and inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, inflammation and use error.

Event description:
Patient reported "severe pain and inflammation on the surgical site" via regulatory agency. This record is for an unknown side. Device was explanted.